Manufacturer narrative:
Manufacturer's investigation conclusion: no device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time. The root cause was inconclusive. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
The sensor transmitted a waveform with a dampened appearance. There were no adverse consequences to the patient.